Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to atrial pace impedance greater than 3,000 ohms. The patient was seen in clinic and review of the trends demonstrated multiple recent increases to greater than 3,000 ohms. The atrial threshold and sensing were stable. Provocative maneuvers elicited no atrial lead noise; however, beat-to-beat impedance measurements performed during the mentioned movements showed an occasional increase to 3000 ohms during pulling linked hands away from each other. This was not observed on every occasion of movement and the impedance appeared to return from 3000 ohms to 1200 ohms and then back to 800 ohms. It was planned to continue to monitor the situation. The crt-d remains in service at this time and no adverse patient effects were reported. But also was not noted on every occasion of this movement. Impedance appears to then on a beat to beat basis return from 3000ohms to ~1200 ohms and then back to 800 ohms.